Manufacturer narrative:
Investigation: investigation summary: although samples were not provided for this incident, photos were provided for observations. One photo revealed a 22g bd iag bc unit which consisted of the catheter/adapter assembly and the protective needle cover. Two of the photos revealed white fm was present at/near the tip the catheter tubing. The fm was identified to be non-foreign (plug shavings). The photos revealed fm was confirmed on the unit. The fm was not embedded and was identified as plug shavings (non-foreign). A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: confirmation of the subject of foreign matter, as stated in the pir, was conclusive with the photos provided for this incident. Confirmed there was white fm (non-foreign/ plug shavings) at/near the tip of the catheter tubing. The characteristics of the fm (non-foreign/ plug shavings) was evidence to confirm and support manufacturing process related issues for the reported defect of the returned unit. Confirmation of the failure of foreign matter was conclusive based on the observations of the photos provided for this incident. Although the defect was confirmed, reproduction of the customer¿s experience was not achieved with the observation and testing performed. Root cause description: relationship of device to the reported incident: manufacturing - the white fm observed on the catheter tubing near the tip in the photos was confirmed to be non-foreign (plug shavings). Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. There is not a need for an investigation with the physical sample. The reported defect was confirmed with the photographs and there is a project in process to address this issue. (B)(4).

Event description:
It was reported that a round, fiber like foreign matter was found on catheter tip of a 22 g x 1 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter before use. No injury or medical intervention.